Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient's lead was repositioned because the patient's pain had changed and they wanted different coverage from their device. The patient was not getting the coverage the patient wanted. It was noted that diagnostic testing was performed and the system was working fine. Following the repositioning of the lead the patient was receiving great therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a "lead issue" . A revision procedure was planned as a result of the event. The purpose of the revision was reportedly " to reposition the paddle lead." It was noted there were no symptoms reported with the event. It was further noted that due to the presence of scar tissue, a different lead was used during the revision procedure. Additional information has been requested; a supplemental report will be filed if additional information is received.